Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "used with nipro ex-tube. Drug leaked from the connection. The issue occurred several times on lot# 8218966. It didn't occur on other lot: 20190517 additional information. The three samples will be returned fro evaluation. On 2 events, saline or glucose leaked, on the other event chemo has been leaked from the connection with ex-tube." Complaint 1 of 3.

Manufacturer narrative:
H.6. Investigation: all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. 10 photos were submitted for review which revealed the following: two photos (3006117 memo and 3006117 memo2) shown a hand written memo. Photo (3006117-1) shown a 22ga IV catheter/adapter assembly with an extension set with syringe attached to it. Photo (3006117-2) shown a close-up of the 22ga insyte autoguard catheter/adapter assembly with an extension set attached to the luer adapter. Photo (3006117-3) shown the end of an insyte autoguard luer adapter, view of the inner wall and the outer threads of the adapter. Photo (3006117-4) shown the male luer of the extension set. Photo (3006117-5) shown two 22ga catheter/adapter assemblies (1 insyte autoguard and 1 insyte), an extension set with a syringe attached to it and a partially undamaged opened package (view top web/label) from lot 8276890. Photo (3006117-6) shown the end of an insyte luer adapter, view of the inner wall and the outer threads of the adapter. Noted by the threads; this view revealed that this specific unit was not an insyte autoguard product. Photo (3006117-7) shown the male luer of an extension set. Photo (3006117-8) shown the end of and insyte autoguard luer adapter, view of the inner wall and the outer threads of the adapter. Noted by the threads; this view revealed that this specific unit was an insyte autoguard product. Ophoto (3006117-9) shown an enhanced view of the end of an insyte autoguard luer adapter, which revealed damage to the inner rim. Ophoto (3006117-10) shown a view of the top web/label of the package displaying the material # 381823, exp. Date 2021-09-30 and lot # 8276890. The photos did not provide sufficient evidence to confirm the reported defect of leakage at adapter tubing junction.

Event description:
It was reported that leakage occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "used with nipro ex-tube. Drug leaked from the connection. The issue occurred several times on lot#8218966. It didn't occur on other lot. 20190517 additional information. The three samples will be returned fro evaluation. On 2 events, saline or glucose leaked, on the other event chemo has been leaked from the connection with ex-tube." Complaint 1 of 3.